Event description:
During essure hysteroscopic sterilization, the device for the right fallopian tube did not deploy properly -device malfunction-. No harm to pt but product was retrieved and another deployed successfully.